Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on due to the ca board and defib board being broken, as well as pins on both boards being bent. The root cause for the damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.